Event description:
Reference medwatch 1219856-2008-00499 for the first event and medwatch 1219856-2008-00500 for the second event involving the same pt. The third intra-aortic balloon (iab) was prepped per instruction and the sheath was inserted via the left femoral artery. The iab was inserted and within "seconds" the pump, kaatii plus alarmed "high pressure". Under fluoroscopy, the md said the iab seemed to not be fully inflated distally. As a result, the iab was removed and a fourth iab was inserted without complications.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.